Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during the load process. There was no impact to the customer's blood glucose level. The customer indicated that they would load a new cartridge. Multiple follow up attempts were made to confirm if the customer was able to load a new cartridge successfully. However, no additional information was provided.